Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was no reaction after start up, the power supply was out of specification. As a result the power supply was replaced. (B)(4).

Event description:
It was reported that the programmer could not be powered up. The programmer was returned for servicing. No patient complications have been reported as a result of this event.